Manufacturer narrative:
Results: the pusher is broken in the hypotube area. The pull wire is not in the capture feature of the distal detachment tip (ddt). The coil has kinks, and the constraint ball is still attached. Conclusion: the complaint has been evaluated and confirmed. The complaint states that there were difficulties detaching the coil with the handle; however, the coil detached once the product was outside of the body. The patient might have had excessively tortuous vessels, causing friction between the pusher assembly hypotube and pull wire, which will make it difficult to detach the coil inside of the body. The pusher is broken and the coil is detached this likely occurred after the device was removed from the patient. The handle that was used was in the complaint was not returned for evaluation. The cause of this complaint cannot be directly determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Patient was undergoing an embolization procedure with penumbra 400 coils for an aneurysm in her vertebral basilar junction that had been previously treated. The physician could not deploy a coil after trying three times with the detachment handle and manually pulling the pull wire while holding the hypotube. He then removed the coil form the patient without incident. The coil was able to detach once removed from the patient¿s body. The patient¿s anatomy was not excessively tortuous. Four or five more coils were then successfully placed using the detachment handle. There was no patient issue.